Event description:
It was reported that the 2800 system had poor image quality with blank images. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The image processor board, cpu, and the software upgrade were installed during the service call. The system was tested and found to be working as intended and put back into service.